Event description:
It was reported that during the procedure, a 2.25x28 xience v rx stent delivery system (sds) was advanced toward a non-calcified previously implanted unspecified stent in a non-tortuous distal obtuse marginal coronary artery, but failed to cross through the previously implanted stent. The sds was withdrawn from the anatomy without difficulty and it was noted that the stent was loose and had shifted on the balloon; reportedly, the physician tested the security of the stent on the balloon. A 2.5x28 non-abbott sds was used to successfully complete the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The loose stent was unable to be confirmed as the stent was dislodged from the balloon. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.